Event description:
V-teck, the distributor, reported that the top was detached from the item..

Manufacturer narrative:
The thrombectomy catheter was received inside a broken shipping tube. The evaluation included a visual examine, noting any observed abnormalities such as damaged, incorrect or missing components. The tip coils were visually inspected for indication of damage or abnormality and there was no damage found. The catheter was received in a broken shipping tube. The tube is broken at the bond site, between the clear adaptor and the white tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the dfu. When the catheter was pulled out of the tube, it was found to be kinked 9cm distal of the clear adaptor break site and also at the break site. Although the reported defect was confirmed, there was no evidence of a manufacturing defect found during the evaluation. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
This was discovered at the ditributor. The event did not occur at a facility.